Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing abdominal pain due to lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) paddle lead was repositioned and the patient was doing well postoperatively.